Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a lack of communication from the device. A technical support specialist connected to the es server and logged into the pes website to verify the patient's admission status under the adt visit type. The customer confirmed that the issue has now been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system patients was not showing in midtown triage station. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in dispensing the medication for the patient there were no adverse events or injuries reported based on this incident.